Event description:
It was reported the physician was implanting a gore helex septal occluder to close a patent foramen ovale. The physician formed both discs of the device, but the occluder did not appear properly appose to the septum. As the physician attempted to remove the device, the retrieval cord broke. The physician inserted an interventional retrieval snare and was able to remove the helex device without incident. It was additionally noted that the right atrial eyelet had broken off of the occluder. Following multiple attempts at retrieving the right eyelet from the right atrium and a surgical consultation, the physician decided to leave the eyelet in the pt. A second occluder was implanted thereby closing the defect. The right eyelet of the helex device remains near the eustachian valve in the right atrium. The pt is doing well and will continue to be monitored.